Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. The facility declined to impart patient information. After removal from the patient's body, as soon as the user touched the catheter tip, the tip separated from the catheter. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection was performed on the returned device. The floppy tip was broken into two pieces, where 9 mm of the floppy tip was broken off 4 mm distal to the scanner body. Stretching was observed on both ends of the break of the floppy tip. Blood was observed at the distal piece of the break in the floppy tip. All portions of the device were accounted for. A guidewire movement test was performed using a 0.0180" mandrel. The mandrel was inserted into both the device and the separated portion of the distal tip and successfully passed through the guidewire exit port without experiencing resistance. As per the customer's complaint description, the catheter tip appeared unusual and the tip separated into two pieces upon being handled outside of the body. The user did not report any observed damage from prior to the procedure. The tip was likely damaged inside the body and did not likely separate until after the device was touched while outside of the body. The probable cause of the observed tip separation is damage in use, likely from an excessive pulling force being placed on the device to remove it, as evidenced by the stretching observed at the separation points of the floppy tip and the blood observed on the distal portion of the separated tip. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the cause of the failure occurred. There were no observations on the device that could contribute to the observed damage. Per the instructions for use (IFU), warnings: the catheter should be carefully used in the body while at all times conforming the movement or location of the tip under high resolution x-ray fluoroscopy when advancing the catheter. Especially for, - highly winding vessel. - highly calcified vessel. - stented vessel. Contraindications and prohibitions: not to be used for the following patients: - total occlusion lesion precautions: - do not apply excessive force to the catheter or kink it. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter was used several times in the cto (chronic total occlusion) lesion for evt (endovascular therapy). Before the final stage of ivus outside the body, the user found that the tip was unusual and when the user touched, the tip was separated from the catheter. No damage was observed during prep. No resistance was felt inside or outside the body. Device was not stuck in lesion or other devices. All portions of the device appeared to be accounted for when removed from the patient, no damage was observed after removal from patient. The catheter was removed by itself, not as a system. Treatment was completed by the procedure. There was no medical or surgical intervention required. There was no patient injury. Patient discharged as expected in "stable" condition. Vessel: right sfa, cto, severe calcification. This event is being reported as there is a potential for harm if the event were to recur.